Manufacturer narrative:
Additional information was added to b3, b5, h6 and h11. B5: the quantity of alleged units was nineteen (19) exactamix non-vented, high-volume inlets. H11: based on evaluation of the reported particulate matter (pm) complaint, this event is determined to conform to a previously identified and well-characterized issue. An investigation has already been performed. The investigation concluded multiple failure modes related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign particles were found in the packaging of an unspecified quantity of exactamix non-vented, high-volume inlets. The foreign particles were observed before use. There was no patient involvement. No additional information is available.